Event description:
Procedure type: ladg. According to the reporter: balloon of 1st trocar was broken by forceps. Opened 2nd one, but air leaked from balloon during use. As for 2nd trocar, it is unlikely the balloon was damaged by forceps. Opened 3rd one to complete procedure. No bleeding. No tissue damage. No add'l tissue loss. Nothing fell into cavity. No pt harm. Operating room time not extended.

Manufacturer narrative:
(B)(4).